Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As noted in the publication by hellwig et al eroding abscess after use of mynx closure device; eur j vasc endovasc surg. 2018 jan 20. Pii: s1078-5884(17)30770-0; a patient with diabetes complained of a painful groin swelling 1 week after transfemoral coronary intervention using the mynx closure device. Computed tomography scan showed diffuse subcutaneous fluid without aneurysm or stenosis. Open femoral exploration revealed an abscess containing the sealant. The abscess formed a septic channel to the anterior wall of the common femoral artery (cfa) with erosion of it. Excision of the infected puncture site and patch plasty of the cfa with a bovine graft was performed. Extravascular polyethylene glycol sealant might serve as a nidus for deep tissue infection.

Manufacturer narrative:
Complaint conclusion: as noted in the publication by hellwig et al eroding abscess after use of mynx closure device; eur j vasc endovasc surg. 2018 jan 20. Pii: s1078-5884(17)30770-0; a patient with diabetes complained of a painful groin swelling one week after transfemoral coronary intervention using the mynx closure device. Computed tomography scan showed diffuse subcutaneous fluid without aneurysm or stenosis. Open femoral exploration revealed an abscess containing the sealant. The abscess formed a septic channel to the anterior wall of the common femoral artery (cfa) with erosion of it. Excision of the infected puncture site and patch plasty of the cfa with a bovine graft was performed. Extravascular polyethylene glycol sealant might serve as a nidus for deep tissue infection. The product was not returned for analysis. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Infections resulting from invasive procedures are a well-known potential adverse event and are listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.